Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that wheels need to be replaced. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the caster did not detach from the unit nor did the unit tip or fall. This was not a reportable malfunction. This was not a reportable malfunction.